Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The patient's condition improved after the reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 h3 other text: device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela infrarenal aortic extension for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2018. It was reported that the aneurysm had been decreasing in diameter over the first three years; however, the aneurysm sac started to grow gradually four years post implant. Approximately six (6) years post initial procedure, the aneurysm was found to have increased to 56mm and an endoleak was observed in the area above the aortic bifurcation which the physician suspected to be a type 3b endoleak. The physician elected to implant an afx2 bifurcated stent graft and afx vela infrarenal aortic extension on (B)(6) 2024. Angiography was not performed due to impaired renal function. The patient's condition improved after the reintervention.